Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6: proposed component (annex g) code is mechanical (g04) - provisional bottom visual examination of the returned product identified both parts were broken and exhibited signs of use. The proximal end of one component has fractured off. Two components were not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the surgery was completed with a second device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.